Manufacturer narrative:
(B)(4) date sent: 2/1/2022 d4: batch # t5cz4d h6: component code-g04 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received for analysis and reload body was noted to be damaged. The reload was received with the left side fully fired, right side partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
During lap sleeve gastrectomy, the surgeon, used plee60a stapler with gst60g and, ech60r staple line reinforcement material. The stomach part was stapled greatly, while the specimen part wasn't stapled completely on the second fire. The staples remained in the reload. The surgeon continued the surgery without ech60r, with the same stapler plee60a and it went smooth. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk date of event: unknown. Investigation summary: this is an analysis for four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: first, second and fourth photos show a device with a green reload loaded in it, and a buttressing material not properly loaded. Third photo shows a label with the lot number u95428 exp date: 2023-08-31. Based on the pictures provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.